Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The field representative was available onsite when the reported event occurred. Wiping the tracker with a dry cloth and restarting the system resolved the issue. No further issues were reported. No parts needed to be replaced or returned. A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system's tracker did not verify in the navigation. The tracker was wiped with a dry cloth and the system was restarted which resolved the issue. There was no issue with recognition. The procedure was continued and completed using the system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.